Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing lead impedance measurements, measuring up to 2004 ohms which was considered out-of-range. Technical services (ts) analyzed device data and found that this caused a lead safety switch (lss) from bipolar to unipolar configuration. It was noted that other lead measurements were stable. Ts recommended reprogramming or further testing of lead in bipolar configuration. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted due to high out of range impedance values and noise. Another rv lead was successfully placed. This product will not be returned for further analysis as it was disposed during extraction. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing lead impedance measurements, measuring up to 2004 ohms which was considered out-of-range. Technical services (ts) analyzed device data and found that this caused a lead safety switch (lss) from bipolar to unipolar configuration. It was noted that other lead measurements were stable. Ts recommended reprogramming or further testing of lead in bipolar configuration. No adverse patient effects were reported. Currently, this lead remains in service.